Event description:
The pt reported charging and communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation, and the problem was confirmed. Explant surgery has been recommended.